Manufacturer narrative:
Product identifiers are unknown. G3: 510(k)# is unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that will be used in unknown spinal therapy. It was reported that the patient informed he is having a low grade fever. It has something to do with the cervical placement and the procedure. The problem began a week after his surgery and became aware during his xray and the surgeon was not aware of the misalignment. Patient reached out to his doctor and was told the implant cannot be removed. Since then additional symptoms has been evolving and there is now recent impact of the bone skin showing a considerable amount of inflammation. Patient had a CT scan that showed a significant misalignment of which might has introduced problems to the upper and lower level of the cervical spine. There were no further complications or symptoms were reported. Additional information was received via manufacturer representative that there is no planned surgery of revision for removal of implant.